Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery in a bypass graft using prostyle devices after a peripheral artery thrombosis removal interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first prostyle device that was attempted. An attempt was made with a second prostyle device; however, after deployment the device became stuck and could not be removed. The lever was closed and the foot of the prostyle had retracted completely prior to the removal attempt. Cut down surgery was performed. It was noted that the prostyle device had separated into two pieces at the proximal to distal guide. All portions of the device were removed during the cut down and the foot of the prostyle was still intact. No tissue or vessel damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, a user facility medwatch was received: user facility medwatch report#: mw5107687, stating: "the first perclose prostyle used made a cracking sound and it was seen that the metal was bent. It was removed from patient and a new device used. This perclose prostyle then broke off in patient and they had to go into surgery for a cutdown to have it removed. FDA safety report ID#(B)(4). Additional information was clarified with the account: it was reported that this was an arteriotomy closure of the right common femoral artery in a bypass graft using prostyle devices after a peripheral artery thrombosis removal interventional procedure using a 6f sheath. Reportedly, there was some resistance during removal of the prostyle device and a "cracking" sound was heard. It was noted that the proximal guide was bent upon removal. It was also noted that a cuff miss [suture retrieval issue] had occurred. An attempt was made with a second prostyle device; however, after deployment the device became stuck and could not be removed. The lever was closed and the foot of the prostyle had retracted completely prior to the removal attempt. Cut down surgery was performed. It was noted that the prostyle device had separated into two pieces at the proximal to distal guide. All portions of the device were removed during the cut down and the foot of the prostyle was still intact. No tissue or vessel damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: user facility medwatch report# mw5107687.d4, lot number updated.